Manufacturer narrative:
Event date: date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient did not undergo surgical intervention on (B)(6) 2022 as previously reported. The patient still has the lead implanted.

Manufacturer narrative:
Corrected data: d6b was incorrectly added in the previous report.

Manufacturer narrative:
The event of high impedance was reported to abbott. Surgery was rescheduled a couple of times for different reasons (non-device related). Surgery has not been rescheduled. In an update on 09 dec 2022, it was reported surgery was postponed until further notice. In an update it was reported the lead with high impedance was replaced on (B)(6) 2022. In an update posted 05 nov 2024 it was reported the patient system was explanted (B)(6) 2023. The patient requested the system was removed as their pain was under control. The product would not be returning as the explant occurred in 2023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted due to patient's pain under control.